Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, it was reported that significant amount of air bubbles were coming out of the cartridge luer. Cts assisted contact with changing out their supplies and complete the load process. There was no impact to the customer's blood glucose level.